Event description:
A malfunction alarm was reported with the pump during use. There was no reported adverse impact on the customer's blood glucose level, as the customer declined to answer specific questions regarding blood glucose impact. Technical support assisted the customer by guiding them through reloading a new cartridge using the correct technique, and the customer was instructed to call back if further assistance was needed.